Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records for all implanted devices associated with this event were reviewed, and no nonconformities were found. Device not available for return.

Event description:
It was reported to nevro that a patient was hospitalized for an infection following an implant procedure. The device was explanted and the patient was given IV antibiotics. There was no report of further complication.